Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The root cause was determined to be the use of outdated software and not performing preventive maintenance by the customer in a timely manner. In consequence (correction) device was upgraded to v2.81 and serviced. There was no patient involved.

Event description:
3-4 minutes after patient was put on, screen froze, no visual alarm, constant audio alarm, rt couldn't interface with machine. Patient was swapped out for another vent.